Event description:
During a tfn procedure, the helical blade would not advance through the hole in the nail. The locking mechanism was not deployed, and was in the correct position. The helical blade was hitting against the distal part of the screw hole. The surgeon then realized that the guide wire was off-center. The surgeon removed the guide wire and helical blade, and tightened blade guide sleeve assembly. Surgeon then repositioned the guide wire to the center of the hole. The surgeon was able to implant a shorter helical blade in the same nail with no further problem, and no harm to the patient. This is 1 of 3 reports for this event.

Manufacturer narrative:
Additional narrative: note: blank fields on this form indicate information that is unknown, unavailable or unchanged. This device used for treatment and not diagnosis. Mrn# (B)(4). Additional code: hwc. Manufacturing evaluation: this manufacturing investigation is being performed as part of stock evaluation (B)(4). This complaint is being reviewed to confirm that the product is within all final specifications. Product was investigated to the latest design specifications via inspection sheets (B)(4). The damage to the pocket feature prevents measurement of cosmetics and blade cutting edge. The remainder of measurements checked passed specifications. Product development evaluation: during this evaluation, the returned helical blade was assembled with known good mating instruments and implants to complete the insertion construct in order to evaluate the alignment of the construct with respect to the returned helical blade. The construct assembled and the returned helical blade aligned and passed through the tfn as intended. There were no alignment issues; therefore the complaint condition could not be replicated. The risk analysis ((B)(4)) adequately addresses this complaint condition as less severe with a moderate severity of harm 3 and an improbable probability of occurrence 1. The complaint condition could not be replicated during this evaluation. The design is adequate for its intended use and did not contribute to this complaint condition. The design is adequate for its intended use and did not contribute to this complaint condition. An additional investigation performed: the guide wire was off center and the locking mechanism was already deployed. Device was not implanted.

Event description:
This is 1 of 3 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies. Placeholder.